Event description:
It was reported the patient died the evening of (B) (6) 2010 and had vf (ventricular fibrillation) episodes between 21:49 and 22:01 on (B) (6) 2010. In 2 of the episodes, the patient received shocks that terminated the rhythms. Review of the episodes by manufacturer's technical service reported what appeared to be instances of undersensing "where the therapy would have been delayed" and "episodes where the rhythm appears so fast that there may be oversensing." "Oversensing did not cause the patient to be shocked inappropriately." There is no allegation from the health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died the evening of (B)(6)2010 and had vf (ventricular fibrillation) episodes between 21:49 and 22:01 on (B)(6)2010. In 2 of the episodes, the patient received shocks that terminated the rhythms. Review of the episodes by manufacturer's technical service reported what appeared to be instances of undersensing "where the therapy would have been delayed" and "episodes where the rhythm appears so fast that there may be oversensing." "Oversensing did not cause the patient to be shocked inappropriately." There is no allegation from the health care professional that the death was device related. Follow up with the physician reported the cause of death to be sudden cardiac death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
(B) (4)